Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient's hearing performance became gradually worse. No trauma was reported by the guardians.

Manufacturer narrative:
Conclusion: damage to the active electrode under silicone overmold likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Patient's hearing performance became gradually worse. No trauma was reported by the guardians. The patient was re-implanted.